Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/27/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9815 apollorf mp50 tip detached. This occurred at the beginning of a knee arthroscopy, the radiofrequency tip was detached when it was inserted into the joint. The tip was then removed from the joint. The case was completed with another device.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use. The dfu for this device, dfu-0242-eo revision 0, gives the following precautions: 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe.